Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16891. It was reported that the patient has low impedances. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.